Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) requested the device back for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender displayed incorrect flow values during maintenance. There was no patient involvement.

Manufacturer narrative:
The gas blender was returned to livanova (B)(4) for further investigation. During evaluation, the reported failure could not be confirmed. The device worked according the specification. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. As the issue could not be reproduced, a root cause was not identified.

Event description:
See initial report.